Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, the patient underwent an aortic valve replacement and this 25 mm sjm trifecta valve was implanted. On (B)(6) 2011, the patient experienced brachiofacial hemiparesis on the right, and it was determined to be a neurologic embolism. CT confirmed no bleeding was present, and MRI determined a new ischemic lesion was present. The patient was treated with medication and discharged home on (B)(6) 2011. No additional information is anticipated.